Manufacturer narrative:
(B)(4). Recall number: 1627487-07262012-002-r; 1627487-12192011-003-r this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient was unable to charge ipg or establish communication between ipg and external devices for about two months. An sjm representative met with the patient and confirmed the communication issue. It was also reported the patient lost weight after scs system implant. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional follow up received identified the ipg was explanted and replaced with another model which resolved the issue.